Manufacturer narrative:
(B)(4). Results of investigation: carefusion was not able to duplicate the customer¿s reported problem. The ventilator was tested with a known good ac adapter and known good patient circuit connected. The ventilator passed 161 hours of extended tests at the customer¿s settings. The ventilator passed the initial final test and the initial alarm volume test.

Event description:
It was reported to carefusion that the unit shut down while on a patient. The customer stated that the docking station appeared to be working fine. There was no patient harm associated with this complaint. The patient was manually ventilated until placed on another ventilator.